Manufacturer narrative:
A ge service representative performed an onsite investigation. One of the fuse on low voltage power supply was evaluated and replaced. The system was tested and found to be working as intended.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.